Event description:
Information was received regarding a cadd cassette reservoir. It was reported that during the use of the product, a "no disposable, pump won't run" alarm went off. So the customer changed the pump to another one, but the alarm persisted. He then changed the cassette, and after that, the alarmed was cleared. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition without its original packaging, decontaminated and inside a plastic bag. Sample was received without blue clip and white cap. Visual inspection showed no discrepancies. Functional testing involved filling the device with water and connecting it to a cadd legacy plus pump. The sample fully primed, connected with no difficulty and no alarms were activated when the pump was set to running. Based on the investigation, the complaint allegation was not confirmed.